Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Analysis of the catheter serial number (B)(4) found acceptable testing, catheter incomplete/returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported the patient experienced spasticity. It was unknown if the motor stall recovered or if there was more than one motor stall. The cause of the motor stall was also unknown. At the time of report the patient's status was recovered without permanent impairment.

Event description:
It was reported that the patient heard the pump alarming on (B)(6) 2014. The pump was interrogated on the day of report and the event logs confirmed a motor stall occurred on (B)(6) 2014 at 21:56 with no motor stall recovery recorded. There was no emi or magnetic interaction. The cause of the motor stall was unknown. It was noted that the pump was being replaced on the night of report. It was later reported that the health care professional (hcp) replaced the entire catheter because the pump connector did not come off easily enough and it came apart. The pump was used to infuse baclofen.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no change to symptoms. The patient's pertinent medical history included spasticity.